Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarms. Customer was able to clear the alarm and rewind the insulin pump. The self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Sw 4.10e. Retainer ring = black. Customer complained about the unit having a pump error 4, a pump error 15 and a pump error 23 on event date of 27-aug-2021. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Successfully downloaded history files and traces using thus. Pump error 4 on event date of (B)(6) 2021 06:09:19.000 followed by a pump error 15 at 06:09:21.000 and pump error 23 06:09:23.000. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, partially broken off belt clip rail, moisture damage on the battery tube and scratched case. Pump error 4, pump error 15 and pump error 23 were confirmed in the history file due to moisture damage on the electronics. Unit passed all required testing.